Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that when the qdot micro catheter was moved out of the patient's body after about 10 times of ablation in the left atrium, blood had seeped into the spring part between the 2nd and 3rd electrodes of the catheter tip. There was no error code. The catheter was replaced with a new qdot micro catheter, and the procedure was continued. No adverse patient consequence was reported. Additional information received indicated that the patient was anticoagulated with heparin na. Act: 180-250. The correct catheter settings were selected on the device. The foreign material (blood) observed was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-mar-2024, there was a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 06-mar-2024.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A manufacturing record evaluation was performed for the finished device 31182175l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).